Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that haptic was torn/ broken/ bent/ deformed and foreign material on lens surface. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2 mm vicmo13.2 implantable collamer lens, -13.50 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to high vaulting and tilting of the lens. The lens was exchanged for a shorter lens and the problem was resolved.